Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a coronary stenting procedure and a perforation occurred. The 2.8 x 16 mm graftmaster stent delivery system was advanced; however, the device was unable to cross the target lesion in the left anterior descending (lad) artery due to the patient anatomy. The device was removed and a second graftmaster stent delivery system was advanced successfully, treating the perforation. There was no clinically significant delay. No additional information was provided.